Event description:
It was reported that the patient was seen for a routine follow up on (B)(6) 2020. The driveline was without erythema, drainage or tenderness. Patient was instructed to continue doxycycline.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2019 and reported swelling, pain, and drainage to the drive line. The drive line site was cultured and came back positive for staphylococcus lugdunensis. The patient was started on kelflex and cefadroxil. The patient was seen by infectious disease (ID) on (B)(6) 2019 and it was reported that the patient was not taking the antibiotics as instructed. The patient was switched to doxycycline and was instructed to continue medication until further notice. There were no active signs of infection after treatment with doxycycline. The plan was to continue doxycycline and to follow up in the clinic to determine the length of antibiotic treatment. No additional information was provided.